Manufacturer narrative:
(B)(6). The device was manufactured december 5, 2016 ¿ december 6, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. Fluid was noted in the bag that contained the device. Visual inspection of the photograph revealed that the leak was due to tubing that had become detached from the solvent-bonded junction of the stress member. The reported condition was verified. The cause of the detached tubing was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the administration line of a large volume infusor disconnected from the main body of the device, causing the device to leak and not deliver the full dose of unspecified medication to the patient. This occurred during infusion. The patient returned to the hospital to receive the remainder of the dose. There was no patient injury or medical intervention associated with this event. No additional information is available.